Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead dislodged in the days following an angioplasty procedure. Therefore, this lead was repositioned successfully. Currently this lead remains implanted and in service. No adverse patient effects reported.